Event description:
It was reported the powerseal exhibited an incomplete seal cycle error. The issue occurred during a therapeutic cholecystectomy procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (incomplete seal cycle error) was confirmed. According to the investigation, device was functionally tested, and the device failed the functional test. The root cause could not be identified. According to the investigation, device was plugged into an esg-400 generator for functional testing, and it failed. The device was unable to complete any seal cycles, and the jaws and blades did function as intended. The investigation stated that the reported sealing cycle cannot be completed due to a malfunction in the handpiece and this was caused by a component failure of handpiece. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.